Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to perform any test due to unresponsive buttons. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and minor scratches on the display window.

Event description:
The insulin pump was returned without reason. No further details were provided.